Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01208 for the first trapezoid rx basket and manufacturer report# 3005099803-2015-01207 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx baskets were used in the common bile duct during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the side car-rx (guidewire port) appeared pushed back about an inch. A second trapezoid basket was opened and used in an attempt to complete the procedure. However, a similar issue occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4) for the reported event of side car - rx pushback. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.